Manufacturer narrative:
H6: previous codes. D16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the surgeon smelled anesthesia gas, and the anesthesiologist had to repeatedly re-inflate the valve cuff. Both 5 cc and 10 cc syringes were used to inflate the endotracheal tube cuff. Initially, 5 cc of air was used during intubation, with additional gas added as needed by feel after the cuff required re-inflation. No leak was evident during the initial inflation to establish the airway, but a slow leak was noted well into the surgery. The procedure was completed with the reported product. There was no patient impact.